Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose a-t device achieved arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, the suture became stuck on the foot of the device and the foot could not be retracted. The device was rotated about 90 degrees, freeing the suture, so the device could be removed. The suture from the device achieved hemostasis. No adverse patient effects were reported. No additional information was provided.